Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/11/2015-device evaluation:the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings:a review of the pump black box data revealed loss of prime warnings associated with low forces. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured high and not within specifications. The pump case was removed, and no damage was found to the force sensor. The force sensor resistance measured within specifications. The complaint was not duplicated.